Event description:
It was reported by a non-medical professional that the pt underwent a single incision 360 degree anterior posterior lumbar fusion and decompression at l1-l2, and a posterior lumbar interbody fusion from l2 to l5 using pedicle screws and rods. In 2007, x-rays showed that the right s1 pedicle screw was broken. In 2008, the pt underwent a revision surgery, to fix the broken s1 pedicle screw.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for eval. Therefore, we are unable to determine the definitive cause of the reported event.